Event description:
The customer reported that she was hospitalized with blood glucose levels greater than 500 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer seemed confused at the time of the call, and accidentally hung up the call. The customer called back for assistance with an infusion set change. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.